Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, high capture threshold was noted on the right atrial lead. Physician believed that the high capture threshold issue was related to the patient¿s anatomy. The lead was re-positioned successfully on (B)(6) 2019 with acceptable lead measurements. The patient was stable.